Event description:
The hcp reported that during a tuna procedure they were unable to retract the needles of the cartridge. The cartridge was removed from the pt with the needles fully extended. The pt developed hematuria and was hospitalized. A cautherization procedure performed. The pt was discharged from the hosp the following day and no further interventions were required.